Event description:
Covidien rec'd a maude report (B)(4) reporting the endotracheal tube snapped and broke. Covidien is attempting to gather further details associated to the circumstances of this report. Investigation efforts are ongoing.

Manufacturer narrative:
(B)(4). Covidien is in the process of obtaining further info surrounding the circumstances of this report, including sample return. If the sample is rec'd, a summary of the investigation results will be provided in a supplemental report.